Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On day 14 of impella 5.5 support, there was an issue with the purge system while during patient management in the intensive care unit (ICU). The physician noted a leak from the purge housing (impella 5.5 s2's pss housing holds the sidearm assembly). Additionally, a purge system failure alarm occurred in the ICU. The issues were resolved by replacing the purge cassette.